Manufacturer narrative:
A review of the device¿s serial number history revealed no prior similar complaints. The device was evaluated, and the reported issue was not reproduced. The failure mode was not confirmed, and the probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that the pump was pushing air through the pump. It is unknown whether the device was in clinical use at the time of the reported event. No patient harm was reported.